Event description:
It was reported that a device was used during a low anterior resection. The device fired but did not release any staples, causing feces to spill out into the abdomen. They were able to perform another anastomosis. A temporary ileostomy was placed for protection purposes and patient was transferred to ICU. O.r. Time was extended by three hours and a longer hospital stay is anticipated.